Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, after attempting to advance a ruby coil through the px slim, the physician noticed that the px slim was kinked. The physician removed the px slim and successfully completed the procedure using a new px slim and the same ruby coil. There was no report of an adverse effect to the patient.